Manufacturer narrative:
PMA 510(k): while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. The plunger holder is mechanically damaged due to mechanical intervention with improper tools. Due to this damage it is not possible to test the delivery accuracy with the diagnostic test system.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced unexpected hyperglycemia of up to 300 mg/dl, and she believes the piston rod and plunger holder do not line up properly and the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.